Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that everything stopped working. The patient had no stimulation in her back and the controller showed the "cannot provide desired settings not available screen 59". The patient took the battery pack out and put it back in 4-5 times. The patient said that the settings not available message came up 2 weeks ago on a sunday and then went away. The patient said that she was driving home and her back was sore so she tried using the controller and could not turn stim on, then she went home and charged everything to 100%. It was supposed to be at 2.9. She turned it down to 2.6. The patient keeps it charged no lower than 70-80%. The patient used to charge every 2 or 3 days, but she now charges every day. The patient said she had no other programming options. The patient removed the battery pack during the call, put it back in, and it still showed settings not available. The patient hooked up with the recharger and reported her ins showed 100%. The controller was at 60% and the patient just finished recharging when the message popped up. No further complications were reported.